Manufacturer narrative:
Product event summary :the full lead was returned and analyzed with no anomalies found. It was noted that the distal conductor of the lead was extrinsically over-rotated and visual analysis revealed apparent explant damage.

Event description:
It was reported that the atrial lead was undersensing and not capturing at maximum output. It was also reported that the physician stated the "abnormal" measurements occurred after the patient underwent bypass surgery. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.